Manufacturer narrative:
H3 and h6 codes - updated. The suspected device was returned for evaluation. No discrepancies related to the complaint were found during visual inspection. The event history log was reviewed and there were no errors related to the customer complaint. During the functional testing, the customer reported issue was confirmed. The cause of the issue was faulty downstream occlusion (dso) sensor. Replaced dso sensor to correct the issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The device passed all functional tests after the repair.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had false downstream occlusion alarms. There was patient involvement/no adverse event reported.